Event description:
It was reported during a laparoscopic hernia the surgeon attempted to fire the first staple into coopers ligament and the instrument would not fire. The handle was pulled but no staples came out. It was removed from the trocar and fired again. There were no staples and only the prongs came out. Another gun was pulled to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.50078.